Event description:
The pt suddenly lost hearing via the vibrant soundbridge. A revision surgery is scheduled to (B)(6) 2015.

Manufacturer narrative:
The device has been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link caused by excessive mechanical stress was determined to be the root cause of device failure. Due to multiple damages from the explantation surgery, the exact location of the suspected fractured wire (confirmed by testing performed whilst the device was implanted) cannot be determined. The accidental fall described in the patient report goes in line with the suspected damage. This is a final report.

Event description:
The patient suddenly was not able to hear with the device after falling down and hitting her head.